Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device passed the rewind basic occlusion test, prime and displacement test. Device was received with minor scratches on lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The drive support cap is recessed. The device was not exposed to a magnetic field. The customer stated she had 3 motor error alarms within the last two hours and a motor position encoder error alarm. Customer was able to rewind but once she goes to fill cannula it alarmed again. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.